Event description:
The customer reported that the instrument failed to alert the operator that aspiration of the wash buffer was impaired due to an improperly seated microwell strip in the plate (microwell strip holder). No death or serious injury was associated with this incident.